Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician performed a revision where there was a fluid buildup around the pump. The physician pulled out approximately 30cc of dark, yellowish fluid and the pump pocket was inflamed. The physician stated that he 'went in to do exploratory surgery because the pump was not working'. The physician also stated that there was solid yellow 'stuff' included in the fluid. Cultures were taken but were negative. No further information was provided. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).